Event description:
New information received indicates that the dislodgement was discovered via fluoroscopy.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting loss of capture due to dislodgement. The lv lead was explanted and replaced. The patient was discharged.